Event description:
It was reported that after completion of a da vinci sacrocolpopexy procedure, the patient presented with an unspecified small bowel injury post-operatively. According to the initial reporter of this complaint, there were no reports from the surgical staff that any intra-operative complications occurred during the da vinci surgical procedure. In addition, there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. On (B)(6) 2014, the patient returned to the hospital and underwent an exploratory laparotomy. During the procedure, the patient underwent repair of the small bowel injury. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's post-operative complication. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have sustained an unspecified bowel injury two days after undergoing a da vinci sacrocolpopexy procedure. The patient underwent repair of the bowel injury. However, the cause of the patient's post-operative complication is unknown.